Manufacturer narrative:
Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During an atrial fibrillation with pulsed field ablation, the patient developed an air embolism with st segment elevation after insertion of the sheath, there was no physical damage o the sheath, but the physician suspects that air had entered the system when the catheter was inserted into the sheath, indicating that the air lock was not functioning. The procedure was stopped after the sheath was changed. After waiting there was no air embolism seen. No further action was taken in addition to the rv pacing, new airlock and waiting time.